Event description:
It was reported the device has no power supply. This could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). It was reported the device has no power to supply. This could impact the delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.